Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the v4 component on ECG "d" cable was defective causing the electrode belt to fail a falloff test. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.